Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported on maude # mw5076637: "a cannulated instrument (180600232 screwdriver, long 3.5 mm and 1806-0237 screwdriver, short 3.5 mm) located in a loaner surgical instrument tray (t2 basic long instrument tray) that had been through sterilization was found to have bioburden when it was picked up for use in a surgical case in the operating room. It was unclear that the screwdriver was 2 pieces rather than one piece as described in the number count on the instrument tray. Other instruments in this tray are separated. Therefore, the cleaning and sterilization processor was unaware it needed to be separated prior to sterilization processing. Under normal circumstances, the representative provides an in-service on each tray. However, this isn't always possible if trays are delivered after hour and in need of use in emergent procedures. We are requesting all instruments be required to be separated and stored in separate sections in these trays to represent a clear number of instruments and have that count reflected in the instrument count on the tray".

Event description:
As reported on maude # mw5076637: "a cannulated instrument (180600232 screwdriver, long 3.5mm and 1806-0237 screwdriver, short 3.5mm) located in a loaner surgical instrument tray (t2 basic long instrument tray) that had been through sterilization was found to have bioburden when it was picked up for use in a surgical case in the operating room. It was unclear that the screwdriver was 2 pieces rather than one piece as described in the number count on the instrument tray. Other instruments in this tray are separated. Therefore, the cleaning and sterilization processor was unaware it needed to be separated prior to sterilization processing. Under normal circumstances, the representative provides an in-service on each tray. However, this isn't always possible if trays are delivered after hour and in need of use in emergent procedures. We are requesting all instruments be required to be separated and stored in separate sections in these trays to represent a clear number of instruments and have that count reflected in the instrument count on the tray."

Manufacturer narrative:
The reported event that screwdriver, long t2 tibia 3,5 mm was alleged of 'cleanability at customer' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the given investigation, the root cause was attributed to be user related. The failure was caused by inadequate handling during the cleaning process. As it was reported that spd (at the hospital) failed to properly clean the product before use (see event description for details). The devices as such are fully functional because of this it was decided to keep them. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.